Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were readings of >3600 ohms and a loss of therapy on the right side. Patient was going to have revision surgery and the ins may be replaced at the same time. Additional information has been requested, but was not available as of the date of this report.